Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer thought they had set up a temp basal but they were getting the full amount of insulin. The customer was at 59 mg/dl at the time of the call. The customer used food and was given sugar to treat. The customer experienced symptoms such as inability to walk or stand. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was shown how to correctly set up a temp basal. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.